Event description:
In april 2005, a pt tested positive on the axsym toxo igm assay with an index value of 3.93. This sample was tested in about 2 weeks later and a generated a non-reactive axsym toxo igm result of 0.46 and also tested negative at another lab.